Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens was delivered in one piece. Visual inspection using a microscope at 12x magnification showed the lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic and the amount of rings. Visual inspection does not show any non-conformances. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye due to intolerable, debilitating glare experienced by the patient for more than three months. It was stated that owing to the glare, she cannot see to drive at night at all. In addition, a new lens was implanted and the patient was noted to be doing well. The incision was not enlarged during explant, no vitrectomy was performed, and there were no complications. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.